Manufacturer narrative:
The pt identifier, age, weight and gender were not available.

Event description:
During an arthroscopic rotator cuff repair, the physician reportedly utilized a speedscrew knotless implant (w/inserter handle). While placing the initial implant and activating the handle, the suture would not advance. The physician attempted to back the implant out of the pt's bone hole, however, the implant reportedly broke off the inserter handle and was left inside the pt's bone. The repair was completed by punching a new bone hole and using another implant. No pt complications were reported as a result of this event.